Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu) and the backlight inverter printed circuit board (pcb). The cse also upgraded software to the latest version. The cse performed electrical safety test, all calibrations, extended self-test (est), short self-test (sst) and performance verification testing. The ventilator passed all tests outlined by the service manual. Covidien reference: (B)(4).

Event description:
Covidien rec'd info from a customer in the USA stating that an 840 ventilator had a distorted upper screen display. The malfunction did not occur during patient use. The exact date of the incident is unknown.